Event description:
It was reported that the device service light was illuminated and it logged several event codes in the memory. Physio-control evaluated the device and observed that it would not boot up properly, there was a significant delay in powering on after engaging the on/off button. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control isolated the device failure to the system pcb assembly. Further analysis of the system pcb assembly at the failure analysis center determined the cause of the problem to be a failure of the single board computer (sbc). A replacement device was provided to the customer.